Event description:
It was reported that a pump under infused an unknown medication to a patient. The device was programmed to deliver at a rate of 160ml/hr, however it was observed that only approximately 10% of the fluid was delivered. The pump was replaced and the infusion continued as expected.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and a flow rate test was performed per the sigma preventive maintenance procedure and the device was found to deliver within specification. An additional flow rate test was performed using the event infusion parameters reported by the customer, with the unit passing. Additionally, upstream occlusion and downstream occlusion tests were performed per the sigma preventive maintenance procedure with the unit passing. At this time, the date of event is unknown.